Event description:
Additional information was received on (B)(6) 2012 that the patient was last seen on (B)(6) 2012 at which time lead impedance was ok. The patient's device was disabled at this time. When asked if any patient manipulation or trauma was noted for the patient, it was stated that the patient had seizures and she sometime fell, but nothing was notable.

Event description:
During a review of data regarding this explanted generator, it was noted that, on (B)(6) 2012, the impedance for this patient's generator increased from 3788 ohms to 5582 ohms. The lead was explanted on (B)(6) 2012, returned on (B)(6) 2012, and product analysis was approved on (B)(6) 2012. The lead was returned in three portions, but electrodes were not returned. The lead assembly had remnants of what appeared to be dry body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the ends of the returned lead portions. Incisions in the silicone tubing were necessary to perform proper inspection of the lead. Scanning electron microscopy images of the connector pin show that pitting or electro-etching conditions have occurred on the pin surface. The exact reason for this condition is unknown. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions. Attempts for additional information will be made.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.